Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was between 250 and 300 mg/dl. The customer stated that the act button did not work during the fill tubing process, and it would take 3 or 4 times to finish because of the keypad issue. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.